Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital with their pacemaker exhibiting early elective replacement indication (eri). The eri was triggered on (B)(6) 2021. On (B)(6) 2022, the patient presented to the hospital for the pacemaker change procedure. During the visit, it was noted that the right atrial and right ventricular leads exhibited loss of capture. The pacemaker, right atrial, and right ventricular leads were replaced successfully. The patient's condition was stable. Related manufacturer reference number: 2017865-2022-07116, 2017865-2022-09626.

Manufacturer narrative:
Correction: section d4 model number should be 2088tc/58 instead of 2088tc.

Event description:
New information received stated that the atrial and right ventricular leads were explanted on (B)(6) 2022 during the lead replacement procedure.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. Final analysis found the complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures, however, an internal short was noted between conductor paths at 25.8 cm from the connector pin. Destructive analysis of the lead found damaged inner insulation at 25.7 cm from the connector pin consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Analysis was otherwise normal. No anomalies were found.